Event description:
It was reported that the lead exhibited capture anomalies due to fracture. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found the proximal coil fractured at 26 cm from the distal tip electrode. This fracture could have been caused by clavicular crush.